Event description:
It was reported that during an endoscopic laser resection procedure of a right urethrocele, the patient condition deteriorated at the end of the surgical procedure and was admitted to the intensive care unit. After this, due to worsening clinical signs, an exploratory laparotomy was performed, which revealed burns to the posterior wall of the bladder and the anterior wall of the rectum.